Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. Product were not received for examiantion . However , pictures of the implant & instrument were recevied : analysis of the pictures shows that there is a gap between cage and instrument. There is also a mark on the anchor stuck, like it is the tips of the second anchor that was in conflict (which is not consistent with the description provided). There is also a mark on the ablation hole. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided, based on the product history records, the examination of the pictures provided and the recurrence of this type of event for this implant, the likely cause if the event would be a conflict between the two anchors. However, the information received did not allow to understand perfectly if the surgical steps were followed or not and this root cause cannot be validated. The cause for the device issue is undetermined. The information received did not allow to understand perfectly if the surgical steps were followed or not. The investigation found no evidence to indicate a device issue. If additional informations were received and allow to draw a conclusion for this case another report will be sent .

Event description:
Roi-c anchoring plate jammed. Additional information received on (B)(6) 2017 reported that upon follow-up with dr jones, the patient was doing fine and has not suffered any complications due to the reported incident. Dr jones indicated a longer or time which could have harmed the patient. Additional information received on (B)(6) 2017. Reported that an awl was not used as the patient did not have hard or sclerotic bone. Additionally, the surgeon removed both cortical endplates during the discectomy. The plate got stuck within the inserter at some point which prevented the surgeon from completely impacting the plate into the roi-c implant. No matter how much force was applied, the plate would not move. Following the surgery, the reporter examined the plate, inserter and implant as everything was intact. I was unable to further impact or remove the plate as it was stuck. Everything was shipped back the following day and has been received in austin.

Manufacturer narrative:
Not yet received.

Event description:
Roi-c : plate would not advance. No hard bone reported, starter awl was not used. The entire implant + plates need to be removed causing a delay of 60 minutes=serious injury another implant was used in replacement. Instruments and implants will be returned for analysis.